Manufacturer narrative:
(B)(6) 2021: product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail stating the brush heads did not click on firmly, and a brush head came off in his wife's mouth. No injury was reported.

Manufacturer narrative:
Product return was received and product investigation is in progress.

Event description:
Consumer sent e-mail stating the brush heads did not click on firmly, and a brush head came off in his wife's mouth. No injury was reported.